Event description:
Lipsman, n., woodside, d. B., giacobbe, p., hamani, c., carter, j. C., norwood, s. J., sutandar, k., staab, r., elias, g., lyman, c. H., smith, g. S., lozano, a. M. Subcallosal cingulate deep brain stimulation for treatment-refractory anorexia nervosa: a phase 1 pilot trial. Lancet. 2013;381(9875):1361-1370. Doi: 10.1016/s0140-6736(12)62188-6. Summary: six women with intractable and life threatening anorexia nervosa have been treated with deep brain stimulation in a preliminary study from toronto, canada. Doctors selected the women for deep brain stimulation after many years of unsuccessful conventional management. They had average body mass indices (bmis) of 11 to 15 in the years leading up to the study, accompanied by multiple medical complications of chronic starvation. Five had psychiatric comorbidities, most often major depression and obsessive compulsive disorder. Reported event: a patient had a cardiac air embolus that resolved within 5 minutes after repositioning of the operating table. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Product ID: 3387, lot# unknown, product type: lead. (B)(4). Device used for anorexia nervosa.